Manufacturer narrative:
(B)(4).

Event description:
Procedure type: video assisted thoracoscopic surgery. According to the reporter: a child underwent video assisted thoracoscopic surgery for a lesion in his left lower chest. During the procedure, two clips were placed on an artery without incident and then the clip applier jammed during the placement of the third clip. The surgeon replaced clip applier with another to place the third clip and performed a partial transection of the artery. The first two clips, however, had not closed the artery and the bleeding necessitated conversion of the thoracoscopic procedure to an open chest procedure.